Manufacturer narrative:
The following fields were updated/corrected/added: a1, b4, g3, g6, h2, h3, h6, and h11. The sensor was not returned for analysis as it remains implanted in the patient. The device history record for the sensor lot was reviewed, and it was confirmed that all manufacturing operation and inspections were performed, all acceptance criteria were met and no relevant nonconformances were associated with the sensor lot at the time of manufacture. Patient's data was reviewed by endotronix and no suspicion of drift was identified. On (B)(6) 2025, the patient underwent an unscheduled right heart catheterization at the discretion of the treating physician. Sensor accuracy was confirmed during the procedure.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
The site reported suspected sensor inaccuracy. The patient had an unscheduled sensor recalibration on (B)(6) 2025. A right heart catheterization (rhc) was performed to confirm the accuracy of the pressure sensor against a reference pressure.